Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on posterior/anterior. A microscopic analysis was performed which identify crease smooth opening on posterior and crease sharp in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening and a crease sharp opening on anterior assessed to a fold flaw opening.

Event description:
Healthcare professional reported "left side deflation¿. Device has been explanted.